Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
After additional review it was determined the following previously reported statements no longer apply to this event: ¿the patient was getting inadequate pain relief. It was not sure how long this had been going on or if it was acute or chronic.¿ ¿the patient had not been getting pain relief after having some adjustments, then stopping, and now having some adjustments again.¿

Event description:
On (B)(4) 2014, information was received from a representative indicating that the patient had been seen in the clinic again and their dose was increased. They were more satisfied with their therapy and pain relief.

Manufacturer narrative:
Supplemental MDR submitted to correct concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, product type programmer, physician.

Event description:
It was reported the health care provider was going to do a refill and upon checking the pump status, the concentration and dose programmed were not accurate. The patient had the last refill on (B)(6) 2014 and at the refill the drug concentration was changed and a bridge bolus was not done. The old concentration was 500 micrograms (mcg) per milliliter (ml) and 180 mcg/day. This was changed to 1 milligram per ml, but not programmed. The flow rate was 0.361 ml/day and the dose was actually 0.361 mg/day, which was double the intended dose. The patient was getting inadequate pain relief. It was not sure how long this had been going on or if it was acute or chronic. The system was being used to deliver dilaudid (hydromorphone). The same day it was reported the patient experienced no overdose symptoms. The patient had not been getting pain relief after having some adjustments, then stopping, and now having some adjustments again. It was later reported the patient was not symptomatic after the drug concentration change and lack of a bridge bolus. The error was made at the previous refill and not noticed until this refill. A root cause analysis was conducted and a new process was put into place with a checklist that the pain fellow reviewed prior to refilling the pump and letting the patient leave. The personal therapy manager (ptm) doses were adjusted.